Event description:
Alleged the stretcher's head end brakes will not set.

Manufacturer narrative:
The technician found the hex rod set screw was missing on the head end of the brake/steer assembly. The technician realigned the hex rod and replaced the set screw to repair the stretcher.